Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic pain, a cystocele, and endometriosis. The patient underwent the concurrent procedures of a total abdominal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that the patient underwent partial mesh revision on (B)(6) 2007 due to pain. The patient underwent mesh removal on (B)(6) 2012 due to dysuria, difficulty with urine stream, pressure, pelvic pain, leakage, fatigue, sensation of something dropping, repeated infections, mesh erosion and multiple corrective surgeries that didn¿t work. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-08439. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-08439. The same patient is represented in each medwatch.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with total abdominal hysterectomy and bilateral salpingo-oophorectomy.